Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Failure to advance and difficult to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the trek rx instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, several attempts against resistance likely contributed to the shaft kinking and subsequent shaft separation.

Event description:
It was reported that the procedure was to treat an unspecified lesion in an unspecified coronary artery. A 2.5x15mm rx trek balloon dilatation catheter (bdc) was advanced and multiple unsuccessful attempts were made to cross the lesion. The dilatation catheter could not cross the lesion due to resistance met. During removal of the 2.5x15 mm rx trek bdc resistance was felt with the patient anatomy and the proximal shaft separated. There were no interaction of devices and no other device or procedural issues noted. The procedure was aborted without treating the target lesion. There was no patient effect and no clinically significant delay in the procedure. No additional information was provided.